Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing bad allergies and a sore throat (nasal/throat irritation). The patient also claims the device is noisy and smells burnt while in use. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped. There was no evidence of foam degradation found and neither were there foam particles visible.

Manufacturer narrative:
H3 other text: the device has not been returned to the manufacturer.